Event description:
The 4 x 8 sponges counted prior to operating room case starting. Ten sponges counted. During the case, the scrub tech nurse noticed that 2 of the sponges did not have the x-ray detectable line in them. The sponges were immediately removed from the field and isolated in a biohazard bag.